Event description:
It was reported to philips that system failed to bootup during a procedure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing the treatment procedure, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to starting up during procedure. Upon troubleshooting, fse found that fuse on mpd control board was blown. To resolve this issue, fse replaced fuse. The system was returned to use in good working order. The codes were updated based on the investigation outcome.